Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported device tipped over issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A (B)(6) male patient underwent a port placement procedure using the powerport m.r.I. Implantable port. Post procedure, it was reported that the patient experienced flipping of the port. Due to the patient¿s age, the surrounding tissue is not adequately adhering to or stabilizing the port, which may be contributing to the flipping. As there are only a few remaining treatments, it was decided not to replace the port. There was no reported patient injury.

Event description:
A 91-year-old male patient underwent a port placement procedure using the powerport m.r.I. Implantable port. Post procedure, it was reported that the patient experienced flipping of the port. The physician is aware of the issue and explained that the surrounding tissue is not adequately adhering for stabilizing the port, which may be contributing to the flipping. As the patient has only a few remaining treatments, the physician does not want to replace the port. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.